Manufacturer narrative:
The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was december 10, 2011 where it was reported that the device was returned under the one-year warranty and the roller, bushings, side plates, and gears were replaced. This is not a related issue. On may 15, 2019, it was reported that the device was not working. Only parts of the skin graft cut all the way through, the cutting partially. The customer returned a skin graft mesher device, serial number (B)(4) , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) , a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4) , and a 4:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on may 28, 2019 revealed that the comb, side plates, roller, and shoulder bolts were all damaged. The calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 28, 2019 which included replacement of the roller, shoulder bolts, comb, bearings, and side plates. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Notification number 300171803 dated 5/16/2019. The reported event cannot be confirmed because the device was in calibration and produced a passing test cut upon product evaluation. The root cause of the reported event cannot be specifically determined with the provided information because the device was in calibration and produced a passing test cut upon product evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device was not working. Only parts of the skin graft cut all the way through, the cutting partially. The event occurred during surgery; the device was bent/damaged. The surgeon had to take more sites due to the graft not being meshed correctly. There was a delay of 5-10 minutes. No additional patient consequences were reported.